Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test or verify battery failed alarm due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose was 176 mg/dl. There was failed battery alarm. The troubleshooting was performed for the partial display and failed battery alarm. Customer stated that the display was not return to normal. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.